Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power module backup battery missing upon delivery was unable to be confirmed. The power module serial number: (B)(6) was not returned for analysis. Upon review of the device history records, the records show that the power module backup battery was packaged and shipped with the power module. Additional information provided on 08mar2022 stated that the customer was unable to locate a power module backup battery in the packaging. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 03aug2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA number provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site requested a power module backup battery to be shipped as no backup battery was provided in the original shipment.